Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2000 - the patient underwent implant of a non-bard davol mesh. No other details provided for this procedure. On (B)(6) 2000 - the patient was diagnosed with pelvic floor prolapse and non-bard davol foreign body in vaginal wall. The patient underwent a pelvic "marlex" suspension repair with implant of an unspecified alleged bard davol flat mesh and removal of the non-bard davol vaginal mesh. On (B)(6) 2014 - the patient was diagnosed with an unspecified functional disorder of the bladder, dyspareunia, pelvic pain, mixed incontinence (urge and stress), and unspecified mesh (alleged davol flat) complications. The patient underwent a robotic assisted laparoscopic partial removal/revision of vaginal "marlex" mesh cystoscopy and implant of a non-bard davol sling placement. Per the op report details, dissection was performed and most of the alleged bard davol "marlex" flat mesh was removed in its entirety.